Event description:
It was reported that a pinhole in the t-connector of the tubing was noted. There was an employee injury at the facility with body fluid exposure. The clinician cleaned face/eye with water/soap after splash exposure. The incident was reported and labs were drawn. No further information was provided.

Manufacturer narrative:
D4 model number and UDI are unknown. No information has been provided. E4: initial reporter also sent report to FDA is unknown. G5: 510k are unknown and not provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A single sample was returned for investigation. The reported defect was a pinhole leak in the t connector allowing for contamination and blood exposure to the user. The sample returned was cleaned and visually inspected for the pinhole mentioned in the complaint which could not be found. However, the female luer on the opposite end of the tubing was found to have a knit line crack the full length of the tubing that caused significant leaking when connected to the leak tester. Further review of the sample that was returned found crazing on the t-connector which is typical signs of chemical wear on the pvc components. Both the t-connector and the female luer are produced with pvc. The female luer was reviewed under magnification and found a stress mark at what appears to be the location where the end of a male insert would sit inside of the female. The cracking appears to have propagated from this stress mark in both directions. Based on the limited information on the usage of this part it appears that the female luer failed due to either prolonged exposure to drugs/medications or exposure to highly aggressive drugs/medications. The luers are molded in house and are subject to lipid testing to confirm the integrity of the batches being produced. Unfortunately, without the lot of the sample the DHR and molded records cannot be reviewed for further information on this lipid testing. A failure of the lipid test most often results in scrapping of the lot being produced while a correction of made. There have not been any recent failures of the lipid tests in the molding department. A review of the complaint history does not show any other reports of this kind in the last two years on this product code. The root cause of the reported issue cannot be determined.